Event description:
On (B)(6) 2015, I had a surgery to install a spinal cord pain stimulator. On (B)(6) 2016, I had another surgery to replace malfunction battery. On (B)(6) 2015, I had a major surgery to install a precision spectra spinal cord electronic pain stimulator and battery. On (B)(6) 2016, the battery malfunctioned and I had to have another major surgery to have another pain stimulator installed in me. In pictured up the malfunction battery from (B)(6) medical center. Also on (B)(6) 2017, I had to have another major surgery to replace the second precision spectra battery that also malfunctioned again, on (B)(6) 2015, partial c4 laminectomy surgically placement of a spinal cord stimulator. Using 2 boston scientific leads covering c2-c3 midline left posterior lumbar battery ipg placement in the subcutaneous tissue permanent at (B)(6). On (B)(6) 2016, replace malfunctioned pain stimulator left posterior lumbar battery ipg placement, originally installed on (B)(6) 2015, dr, (B)(6) m.d. On (B)(6) 2017, replace 2nd malfunctioned pain stimulator left posterior lumbar battery ipg placement installed on (B)(6) 2016 dr. (B)(6) m.d.